Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). An 035 guide-wire was loaded. When deploying the protege stent, the distal section (4cm) was deployed, but the proximal part (4cm) was not deployed. An investigation of the returned device on (B)(6) 2014 found that the returned stent was missing distal marker hoops and approximately one layer of stent cells.